Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/02/2019. (B)(4). Device evaluation summary: no intact or opened sample was provided for analysis site for code vp2347 lot t8062. Retain sample evaluation: to verify the complaint, results of retained samples were reviewed and no discrepancy was observed for sterility testing. Results for retained sample sterility testing were complying with the pre-defined acceptance criteria. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. The batch manufacturing record was reviewed for critical manufacturing step like foil sealing process of the product. The sealing parameters i.e. Temperature, pressure and dwell time were well within the limits specified. The sealing die forming pressure and temperature was also found satisfactory. The in-process quality checks along with package integrity test performed at each stage was found to be satisfactory and meeting the specified requirements. The incident lot has undergone sterilization by ethylene oxide radiation process. The sterilization run reports were reviewed and found to meet the specification. All the sterilization parameters were observed to be within limits as specified in the process specifications. Finished good test records were reviewed for sterility test at the time of release and found to meet the specification requirement. No deviations or abnormalities were reported during testing and monitoring of the incident lot. From the above analysis it is evident that there was no issue related to the product sterility, quality and processing of this incident lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lap cholecystectomy on an unknown date in 2019 and suture was used. The suture was used for fascia port closure. Post operatively, the patient experienced pus formation and discharge with infection. The current condition of the patient is unknown. Additional information has been requested.